Event description:
It was reported that the alarm buttons do not work. No additional information.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface as customer damaged device from improper installation of the front cover. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.